Event description:
The device was applied to a patient in cardiac arrest. It was reported that the device would not power up. The device was removed immediately and manual CPR was continued. It is unknown if the patient was revived.

Manufacturer narrative:
This device has not been returned for evaluation and additional information has not been forthcoming from the user. A supplemental report will be sent when we are able to evaluate the device.